Event description:
The patient reported that "my device shocked me 69 times", and that "the unit itself malfunctioned." The patient also reported that their device remains implanted; however, "they shut it off 9 years ago." No information could be obtained through follow-up with the clinic. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 lead implanted: (B)(6) 2000. (B)(4).